Manufacturer narrative:
No information available. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.